Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. An additional MDR report was filed for this event. Please see associated report: 0009610576-2017-00015.

Manufacturer narrative:
(B)(4). (B)(6). Concomitant medical products: biomet vanguard ps open intl fem-lt 70, catalog: 183132, lot: 702110; biomet polished finned tib tray 75mm, catalog: 141254, lot: 2016050100; biomet sig tka gde/mdl set 04-05, catalog: 42-422561, lot: 170540. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a left knee revision due to locking bar not seating correctly. There were no delays or complications. Attempts have been made and additional information is unavailable at this time.